Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The patient received oxygen an immediately felt better. It was thought that this was due to dehydration and a possible virus. The patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use and the patient is being monitored. No further patient complications have been reported as a result of this event.